Manufacturer narrative:
(B)(4).

Event description:
During index procedure one endeavor sprint (rx) drug eluting stent was used to treat a lesion located in the rca. It was reported that approximately 41 months post index procedure the patient experienced an mi related to the rca. The patient was treated with non-medtronic stenting. The investigator assessed that the mi and revascularisation events were related to the study device. Outcome is resolved. Approximately two weeks later the patient underwent a revascularization procedure to treat restenosis of the rca. The patient was treated with non-medtronic stenting. Investigator assessed that the event was related to the study device. It was reported that the patient recovered.